Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Antegrade 6f procedure sheath in a patient's femoral artery. At the end of procedure doctor attempted to pass a 6f celt acd device through the sheath. However, this was not possible as the sheath appeared to be kinked. The doctor then attempted to pass a 5f celt device and once again it was not possible to advance the celt device. The doctor then passed a guidewire and replaced the sheath with a new 6f sheath. Once again he was unsuccessful in passing the kink. He therefore passed a 35 wire through the sheath and also passed the celt through the same sheath. On deploying the distal wings of the celt, he pulled it back against the puncture site parallel to the wire. He then accidentally pulled the celt out of the puncture together with the wire. He then performed a puncture on the opposite groin and performed a crossover intervention whereby the guidewire was placed down the lumen of the problematic common femoral artery. Over this covered guidewire he delivered a covert stent to seal the puncture site. Over this follow-up period the patient was reported as doing well.